Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the left anterior descending artery (lad). The lesion was not predilated and the physician attempted to use a taxus liberte 2.5 x 16 mm drug eluting stent to pass a previously implanted stent. However, as the taxus stent entered the implanted stent, the stent struts became entangle with the implanted stent. Consequently, the stent was never deployed. The procedure was successfully completed with a cypher stent. No patient complications or injuries were reported. Patient status is reported as "satisfactory/good".